Event description:
In 2008, it was reported to boston scientific corp that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure (pt age, gender and weight unk) on the month before. According to the complainant, while "pushing the needle into the tissue, the catheter behind the needle kink[ed]. After withdrawal [of] the needle... The last part of the needle remained in the body of the pt. The needle tip [was located] in the periphery of the lungs." A biopsy forceps (device and MFR unk) was used to remove the tip through the endoscope. At the conclusion of the procedure, the pt's condition was reported as "good".

Manufacturer narrative:
The device has not been received. A device analysis cannot be performed; therefore, the cause of the needle tip detachment is undetermined. The feb 2008 15-month pulmonary biopsy needle product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.